Event description:
Ous MDR - after an implantation period of about 45 months, oversensing was reported. After the explantation on (B)(6) 2014, a lead abrasion on the is-1 leg of the linox s was observed. A complete new system was implanted. This device was not returned for analysis.

Manufacturer narrative:
As of today, the ICD is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.